Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint was due to a frayed cord. The external battery pack was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4)

Event description:
It was reported to resmed that an astral external battery pack failed to charge. There was no patient harm or serious injury reported as a result of this incident.